Manufacturer narrative:
It was reported that the d860 table has a service light flashing and head section lever won't hold. On (B)(6) 2016, stryker received information from the account that there was no issue currently with the table. There was no patient involvement and no injuries or adverse consequence reported.

Event description:
It was reported that the d860 table has a service light flashing and head section lever won't hold. There was no patient involvement and no injuries or adverse consequence reported.